Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp for the reported "fan failure", the fse found that the fan would not run and the iabp would not power on in clinical or service modes. The fse isolated failure to the power management, to fix the issue he replaced power management board. He also noted that the travel handle and wheels demonstrated wear and tear and exhibited slight stickiness, as a preventive measure the fse replaced the wheel assembly and the slide handle. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that there was a fan failure on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp for the reported "fan failure", the fse found that the fan would not run and the iabp would not power on in clinical or service modes. The fse isolated failure to the power management, to fix the issue he replaced power management board. He also noted that the travel handle and wheels demonstrated wear and tear and exhibited slight stickiness, as a preventive measure the fse replaced the wheel assembly and the slide handle. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check there was a fan failure on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.